Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reporting capsular contracture baker grade iii for the left side device. Ultrasound result show " simple cysts, left breast, subpectoral in good shape, without contracture, no suspicious lesions". Device has been explanted and replaced with non-allergan device.

Event description:
Physician reporting capsular contracture baker grade iii for the left side device. Ultrasound result show " simple cysts, left breast, subpectoral in good shape, without contracture, no suspicious lesions". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ capsular contracture : unable to observe since it is a medical event and is not related to the device.¿ cyst-ndr : unable to observe since it is a medical event and is not related to the device.additional observations: ¿ deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. And "simple cysts". Not device related. For the left side device. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.